Manufacturer narrative:
Device passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. Device received with pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on unknown date with blood glucose of 558 mg/dl. The customer's current blood glucose was 87 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. Customer declined troubleshooting for high blood glucose. Customer confirmed they were using insulin pump before 48 hours of high blood glucose event. Customer stated high blood glucose was due to bent cannula. Automode feature was unknown during the process. The insulin pump will not be returned for analysis.